Manufacturer narrative:
Additional information: h2, h10 (investigation results) correction: d10, g1, g4, h3, h6 (method, results, conclusion), h11. "¿functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. ¿replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn(B)(6) was performed from date of manufacture 2/6/2012 to the present date (B)(6) 2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the tubing clamped error message. No patient involvement reported.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing clamped error message. No patient involvement reported.